Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a 57 mm diameter x 76 mm long saccular thoracic aneurysm of zone 4 approximately 3.5 months ago. The proximal aortic neck was 37 mm in diameter and the distal neck was 32 mm in diameter. There was moderate curvature at the distal side of the aneurysm. There was no thrombus around the aneurysm. It was reported that 2 stent grafts were implanted with 40 mm of overlap between them. After several times of touch-up with a reliant balloon the physician noticed there was slight movement of the distal main stent graft. The procedure was completed without add'l treatment. The distal main was implanted at the location of the curvature and the overlapping portion of the proximal and distal stent grafts would have been parallel/coaxial. At the 1 month f/u, the CT showed migration of the distal main graft distally and showed that the overlap was 20 mm, resulting a type 3 endoleak between the stent graft junction (see MFR # 2953200-2010-00508 and MFR # 2953200-2010-00509). Approximately 1.5 months post implant an add'l thoracic stent graft was implanted to reline the junction between the 2 talent stent grafts using another manufacturer's stent graft which resolved the endoleak. The pt was discharged. The physician commented that the event may be caused by the taper of the distal main graft and also a possibility that it resulted from the anatomy of the aorta. No add'l clinical sequelae were reported and the pt is stable.

Manufacturer narrative:
(B) (4). Required intervention. Results and conclusions: endoleak, migration. Failure, not following recommended graft oversizing.

Event description:
Additional information was received for this case. The investigator changed the relationship of the migration to the product from yes to unknown and the relationship of the endoleak to the product was updated from yes to unknown.